Event description:
The patient participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was osteophytic spondylosis (vertebral body). Patient was also implanted with a fra spacer at level l5_s1 size. Patient was also implanted with an anterior tension band (atb) plate at screw l5 on left, screw l5 on right, screw s1 on left, and screw s1 on right, with left screw at l5 (24mm). Patient has been experiencing pain for 18 months. Surgery date was (B)(6) 2006, and postoperatively patient experienced new onset of pain, requiring ice and heat alternating; soma which initially patient took from leftover medicines from surgery without being told by surgeon to do so. This is report 5 of 5 for same event. This complaint is on the left screw at l5 (24mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.